Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support with resetting the pump, and the malfunction code did not reappear. The customer was instructed to continue using the pump and to contact support if the issue recurs.